Event description:
The hosp reported that toward the middle of an endoscopic vein harvesting procedure, the hemopro tissue welder activated on its own. The physician's assistant did not activate the device and she noted that the device was still smoking inside the tunnel. The device was removed from service. A replacement kit was used to complete the procedure. The hosp did not report any pt complications.

Manufacturer narrative:
Investigation results: the visual inspection showed that the hot and cold jaw boot insulations had been burnt and melted. Based upon the condition of the jaw boots, the reported failure was confirmed. Resistance measurements were within specification. The micro switch functioned properly. The pre-cautery test results showed that steam was generated from the saline moistened gauze during several device activations. The device did not immediately activate during any point in pre-cautery testing. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B)(4).